Event description:
It was reported that a coating issue occurred. The target lesion was located in the coronary artery. A luge guidewire was introduced. However, during the procedure, the coating of the guidewire came off. No actions were taken in response and the procedure was finished with no adverse patient affects.

Manufacturer narrative:
Date of event: estimated based on the event took place last year.

Event description:
It was reported that a coating issue occurred. The target lesion was located in the coronary artery. A luge guidewire was introduced. However, during the procedure, the coating of the guidewire came off. No actions were taken in response and the procedure was finished with no adverse patient affects.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. Detailed product information was not provided. Good faith efforts were completed to obtain the information, but it was not available because the device was discarded. B3 - date of event: estimated based on the event took place last year.